Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Pump passed operating current, unexpected restart error test, displacement test but alarmed compromised force sensor system during the basic occlusion test due to the loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to the compromised force sensor system alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case reservoir tube window corner, stained end cap sticker and cracked battery tube threads.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 1.6 mmol/l. Customer states that for a while she has been getting up with low blood glucose, she waits up between 5 and 6am and tests her blood glucose and is between 6 and 8 mmol/l and then goes back to bed. 8am she wakes up her blood glucose between 2.1 and 1.6 mmol/l. Customer¿s blood glucose level was 7.8 mmol/l at the time of the call. The customer was assisted with troubleshooting. Customer stated that the drive support cap was flush. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was returned for analysis.